Event description:
It was reported that the battery charge status check led was illuminated in green, suddenly however battery charge status indicated that the battery was depleted in the lcd display of ap platform during compression. Per customer, battery maintenance has been implemented properly. There was no report of a patient injury.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. If product is returned, a supplemental report will be filed.